Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was given 4 units of blood at the night of the operation in postop recovery because of bleeding caused by inadequate seal. There was no regrasp alert, but an end tone was heard. The patient lost between 250 ml to 500 ml of blood. The patient was sent home the following day when the bleeding stopped.